Manufacturer narrative:
The insulin pump received with missing motor assembly. Unable to verify motor error alarm due to missing motor assembly. The insulin pump received with minor scratched display window. The insulin pump received cracked case at display window corner. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. The insulin pump received with cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that the end cap came off. The customer's blood glucose was 143 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.